Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly following the implant procedure, loss of capture was noted from a competitor's right ventricular (rv) lead. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse effects were reported. This device remains implanted and in-service.